Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their bladder system stopped working as it should. When asked, patient said probably noticed changes in august. Patient said was recently diagnosed with cauda equina syndrome so doesn't know if bladder symptoms are a result of this condition. The patient was redirected to their healthcare provider (hcp) to further address the issue.